Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2021 with concerns for possible driveline infection. The patient had mild leukocytosis with white blood cell count of 10, 6 and was afebrile with mild driveline drainage. Abdominal computed tomography (CT) scan showed inflammatory change adjacent to the driveline in the subcutaneous tissue of the right anterior body wall. Wound cultures were taken and patient was started on intravenous vancomycin. Patients wound culture was positive for (B)(6) and blood cultures remained without growth on (B)(6) 2021. Infectious disease was consulted and recommended linezolid 600 milligrams (mg) orally twice a day. The patient was discharged to home in satisfactory condition on (B)(6) 2021 and was scheduled to follow up in clinic.